Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of system revision due to infection and sepsis. The patient reportedly said that he experienced chill episodes and was taken to the emergency room by his daughter after nine shocks in the vehicle, six more in the emergency room, and one external shock that reduced his heart rate. The patient was informed that he had a blood and liver infection. No additional adverse patient effects were reported. The ICD was explanted.